Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the lead displayed abnormal high pacing impedance and a fracture. The lead conductor fracture was visually and electrically confirmed. Also reported was a "jump" in the leads' threshold. The lead was capped and replaced. The patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.